Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. No information was provided regarding the release date, however the customer indicated the issue was resolved and no permanent damage was sustained. Multiple follow up attempts were made by tandem technical support for customer to upload pump data for review; however no response was received.